Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt received a trident hip on (B)(6) 2009." It was further alleged that, "subsequent to his surgery, the pt experienced pain and immobility in his right hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.